Event description:
It was reported that the large needle driver instrument did not grasp well. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering tested the instrument and found it to move intuitively with a full range of motion. No problem with grasping was noticed. Engineering also observed deep scratches at the distal end of the main tube, causing white marks to appear on the tube. Some scratches were deep enough to have removed material. The damage is likely caused by contact from other instruments. No other damage found. The damage of the main tube does not appear to be caused by a defective cannula.